Event description:
Sales rep reported that after treatment with juvederm patient broke out with hives and was taken to the hospital. Additional information: the patient was administered epinephrine, benadryl, and prednisone while at the hospital. The patient's adverse symptoms have resolved with no permanent impairment noted.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.